Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serous injury.

Event description:
While reviewing of the programming history, it was found that the pt showed high lead impedance on system mode diagnostics. It is unk who the pt is since no info can be found on the pt. Good faith attempts to obtain additional info regarding the pt and the event has been unsuccessful till date.